Event description:
On (B)(6) 2012, a patient was implanted with a cannulated ex tibial nail construct. Reportedly the patient experienced nail migration and diabetic neuropathy. The patient underwent revision surgery on (B)(6) 2013. Two proximal locking screws and the cannulated ex tibial nail were explanted with no issues. Two additional screws were noted as being broken. The broken distal portion of the shaft on one screw and the tip portion of another screw could not be retrieved and was left in the patient. The surgeon implanted a larger diameter nail and screws to revise and reduce the tibia fracture. This is 5 of 5 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The device history record was reviewed with no complaint related anomalies noted.

Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number provided. The part was not returned for evaluation. Placeholder.

Event description:
The patient was ambulating two days after surgery against the advice of the surgeon.